Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9224747 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, two physical samples were provided for evaluation by our quality engineer team. Through examination of the provided samples, our quality team could not identify any signs of damage to the luer components. Based on the investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd posiflush sp syringe tip broke off during use. The following information was provided by the initial reporter, translated from dutch to english. Verbatim: we have had several times that the luer lock connection of posiflush xs syringe breaks down 0.9% sodium chloride 10 ml.

Event description:
It was reported that the bd posiflush sp syringe tip broke off during use. The following information was provided by the initial reporter: from the user facility: 306572 bd posiflush 10ml sp. Lot number: 9224747. Notification: we have had several times that the luer lock connection of posiflush xs syringe breaks down 0.9% sodium chloride 10 ml. Effects: when connecting a new pre-filled syringe, this cannot be done on the same three-way valve, because the connection is blocked. Risks: small pieces of plastic in the bloodstream? Unable to use a connection because there is still a luer lock connection in the connection piece. We have not found the relevant lot number in our stock.

Manufacturer narrative:
The following information has been corrected: b.5. Describe event or problem: it was reported that the bd posiflush sp syringe tip broke off during use. The following information was provided by the initial reporter: from the user facility: 306572 bd posiflush 10ml sp. Lot number: 9224747. Notification: we have had several times that the luer lock connection of posiflush xs syringe breaks down 0.9% sodium chloride 10 ml. Effects: when connecting a new pre-filled syringe, this cannot be done on the same three-way valve, because the connection is blocked. Risks: small pieces of plastic in the bloodstream? Unable to use a connection because there is still a luer lock connection in the connection piece. We have not found the relevant lot number in our stock. D.3. Medical device manufacturer: becton, dickinson and co. D.4. Medical device catalog #: 306572. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson and co.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush sp syringe tip broke off during use. The following information was provided by the initial reporter, translated from (B)(6) to english . Verbatim: we have had several times that the luer lock connection of posiflush xs syringe breaks down 0.9% sodium chloride 10 ml.